Event description:
It was reported that the patient's explanted vns system was back to manufacturer from a medical examiner's office. The return product form in the box noted that these devices were returned due to an epilepsy related death. The devices were explanted on the day of autopsy. Product analysis has not been completed for the suspect device to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of events, supplemental #1 report: lead product analysis results inadvertently left out.

Event description:
Product analysis for lead was completed. An analysis was performed on the returned lead portion. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing, in some areas. No obvious point of entrance was noted other than the cut end of the returned lead portion. Abrasions were observed on connector boot and outer tubing, did not penetrate, likely due to wear. Coils are stretched in some areas, likely occurred during explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Product analysis (pa) was completed and reviewed for patient's explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. It was also reported that the cause of death on the autopsy report indicates sudden unexpected death in epilepsy. No other relevant information has been received to date.